Event description:
According to the literature, a retrospective study from january 2018 to may 2023 analyzed the results of the video assisted thoracoscopic surgery approach for lung resection in 38 patients who had a history of an intrathoracic procedure on the same side. Tissue dissection was carried out using a competitor product. Complications included prolonged air leak, intraoperative pulmonary artery injury, blood loss, hemothorax, and bronchopleural fistula. The hemothorax required reoperation. Blood loss exceeding 200 ml occurred in four patients (10.5%). Two of them required intraoperative red blood cell transfusions. Conversion to open thoracotomy was due to pulmonary artery injury or patient specific reasons. Prolonged hospitalization was reported in patients with complications.

Manufacturer narrative:
D10 concomitant product: unk - sibo, unknown surgical innovations bo product (lot#unknown) menager et al. 2024, feasibility of video-assisted thoracoscopic surgery as a redo chest approach for lung resection in patients with a history of surgical procedures on the same side. J thorac dis 2024;16(10):6879-6887 / https://dx.doi.org/10.21037/jtd-24-216. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study from january 2018 to may 2023 analyzed the results of the video assisted thoracoscopic surgery approach for lung resection in 38 patients who had a history of an intrathoracic procedure on the same side. Tissue dissection was carried out using a sonicision or competitor product. Complications included prolonged air leak, intraoperative pulmonary artery injury, blood loss, hemothorax, and bronchopleural fistula. The hemothorax required reoperation. Blood loss exceeding 200 ml occurred in four patients (10.5%). Two of them required intraoperative red blood cell transfusions. Conversion to open thoracotomy was due to pulmonary artery injury or patient specific reasons. Prolonged hospitalization was reported in patients with complications.

Manufacturer narrative:
Additional information: b5, g2, g3, h6 (updated fdp and ime codes.). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.